Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm every 5th day, ongoing, route and duration not reported) and imipenem injection (500mg per day, ongoing, route and duration not reported for peritonitis. At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. No additional information is available. At the time of this report.

Manufacturer narrative:
B5: upon follow up it was reported, antibiotic therapy was discontinued and the patient recovered from peritonitis and cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.